Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number:(B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <5 months per visual inspection: cartridge holder is missing, no physical damaged to cap or inpen was noted. Customer reports: the leadscrew is no longer winding down and states dial is jammed. The inpen paired to the commercial app with small pairing dose. Leadscrew was received fully re-wound. Hard to dial more than 5 units. Unable to perform functional test. In conclusion: inpen received without cartridge holder. Per dennis berg san diego investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Therefore, the customers complaint of leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen had leadscrew anomaly. Customer stated that the plunger at the end of the screw was loose. Customer stated that they were unable to get the amount of insulin needed no harm requiring medical intervention was reported. The customer will discontinue the use of the device.